Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissors did not cauterize the vein. The surgeon converted to an open method to retrieve the vein. No additional patient complications were reported.